Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 144 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose level, value was not provided. Customer declined to troubleshoot with tandem technical support.